Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer's insulin gauge was inaccurate. Additionally, the cartridge was leaking. Blood glucose was 350 mg/dl. The customer loaded a new cartridge successfully and resumed insulin delivery.